Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. On (B)(6) 2022, diagnostic imaging was performed and no issues were noted. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
Correction: b3 - date of event should have been (B)(6) 2022, it was previously not populated.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure.